Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. Additional h3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that two paper lids, one winding former with one suture needle combination and seven used needles were received for analysis. The product code vcpb841d is multistrands and contains eight needle suture per packet. Upon visual inspection of the returned sample, one needle exhibited an inconsistent curvature and lacked a smooth profile. The affected needle did not conform to the curvature needle specification. No evidence of product mix-up or incorrect product was identified during the evaluation. In the seven remaining samples no anomalies or defects were noted. Based on the information currently available, incorrect curvature/length was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The manufacturing and raw material records could not be reviewed as the batch/lot number is unknown.

Manufacturer narrative:
Product complaint#: (B)(4). H6 type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was requested, but unavailable: could you please provide the lot number? Unk. Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). Please provide the source or name of person providing answers to follow-up questions: (B)(6). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, it was reported by a sales rep that, during an unknown surgery, originally the shape of vcpb841d suture should have been 1/2 circle, but some of the needles were 3/8 circle. It was a control release needle. The reported product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.